Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-oct-2023. The most recent information was received on 17-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("migration of essure to the right in distal portion of the tube, probably has come out of the tube") in a 40 year-old female patient who had essure inserted (lot no. E25512-invalid). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2017, she experienced pelvic pain ("pelvic pain"), multisystem inflammatory syndrome ("several problems that group together into a global inflammatory syndrome"), genital haemorrhage ("bleeding"), tinnitus ("permanent bilateral tinnitus"), chronic sinusitis ("chronic sinusitis"), joint pain ("joint pain"), fatigue ("unexplained chronic fatigue"), headache ("headaches"), visual impairment ("occasional vision problems"), amnesia ("memory loss") and pain in hip ("right hip pain"). On (B)(6) 2023, she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (removal of essure devices is planned for (B)(6) 2023). At the time of the report, the device dislocation, pelvic pain, multisystem inflammatory syndrome, genital haemorrhage, tinnitus, chronic sinusitis, joint pain, fatigue and pain in hip had not resolved. No causality assessment was received for essure with regard to device dislocation, pelvic pain, multisystem inflammatory syndrome, genital haemorrhage, tinnitus, chronic sinusitis, joint pain, fatigue, headache, visual impairment, amnesia or pain in hip. The reporter commented: after thorough examinations, one of the devices is not placed correctly and probably has come out of the fallopian tube. The removal of the devices is planned for (B)(6) 2023. Current state of the patient: several problems that group together into a global inflammatory syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kg. [Ultrasound scan] on (B)(6) 2023: assessment before essure withdrawal. Verification of the endometrium. Examination during menstruation on day 2. Technique: examination carried out in two stages, suprapubically then endovaginally. Presence of an essure device visible at the interstitial portion of the fallopian tube on the left side. Migration of essure to the right in the distal portion of the tube. No endometrial abnormality. E25512-invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-oct-2023: quality safety evaluation of ptc. We received a invalid lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 03-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("migration of essure to the right in distal portion of the tube, probably has come out of the tube") in a 40 year-old female patient who had essure inserted (lot no. E25512). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2017 she experienced pelvic pain ("pelvic pain"), multisystem inflammatory syndrome ("several problems that group together into a global inflammatory syndrome"), genital hemorrhage ("bleeding"), tinnitus ("permanent bilateral tinnitus"), chronic sinusitis ("chronic sinusitis"), joint pain ("joint pain"), fatigue ("unexplained chronic fatigue"), headache ("headaches"), visual impairment ("occasional vision problems"), amnesia ("memory loss") and pain in hip ("right hip pain"). On (B)(6) 2023 she experienced device dislocation (seriousness criterion intervention required). The patient will be treated with surgery (removal of essure devices is planned for (B)(6) 2023). At the time of the report, the device dislocation, pelvic pain, multisystem inflammatory syndrome, genital hemorrhage, tinnitus, chronic sinusitis, joint pain, fatigue and pain in hip had not resolved. No causality assessment was received for essure with regard to device dislocation, pelvic pain, multisystem inflammatory syndrome, genital hemorrhage, tinnitus, chronic sinusitis, joint pain, fatigue, headache, visual impairment, amnesia or pain in hip. The reporter commented: after thorough examinations, one of the devices is not placed correctly and probably has come out of the fallopian tube. The removal of the devices is planned for (B)(6) 2023. Current state of the patient: several problems that group together into a global inflammatory syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kg. [Ultrasound scan] on (B)(6) 2023: assessment before essure withdrawal. Verification of the endometrium. Examination during menstruation on day 2. Technique: examination carried out in two stages, suprapubically then endovaginally. Presence of an essure device visible at the interstitial portion of the fallopian tube on the left side. Migration of essure to the right in the distal portion of the tube. No endometrial abnormality. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) and (b)94) on 03-oct-2023. The most recent information was received on 27-apr-2024. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of essure to the right in distal portion of the tube, probably has come out of the tube") and pelvic pain ("pelvic pain") in a 40 year-old female patient who had essure inserted (lot no. E25512-not vaid). Additional non-serious events are detailed below. The patient had a medical history of drug intolerance, extrasystoles, insulin resistance, appendectomy and caesarean section. On (B)(6) 2016, the patient had essure inserted. In 2017 she experienced pelvic pain (seriousness criterion intervention required), multisystem inflammatory syndrome ("several problems that group together into a global inflammatory syndrome"), genital haemorrhage ("bleeding"), tinnitus ("permanent bilateral tinnitus"), chronic sinusitis ("chronic sinusitis"), arthralgia ("joint pain, right hip pain"), fatigue ("unexplained chronic fatigue"), headache ("headaches"), visual impairment ("occasional vision problems") and amnesia ("memory loss"). On (B)(6) 2023 she experienced device dislocation (seriousness criterion intervention required). On unknown date she experienced heavy menstrual bleeding ("menorrhagia with changes every hour"), dysmenorrhoea ("intense dysmenorrhea categorised as vas (visual analogue scale) 7-8"), dyspareunia ("post-coital pain for about 4 years, ballistic dyspareunia of recent onset"), premenstrual pain ("pre-menstrual pain"), ovulation pain ("intense and prolonged ovulation pain"), asthenia ("major asthenia"), sinusitis ("sinusitis") and myalgia ("myalgias"). The patient was treated with surgery (essure removal with a cornuectomy by laparoscopy). Essure was removed on (B)(6) 2023. At the time of the report, the device dislocation had resolved and the pelvic pain, multisystem inflammatory syndrome, genital haemorrhage, tinnitus, chronic sinusitis, arthralgia and fatigue had not resolved. The outcomes for heavy menstrual bleeding and dysmenorrhoea were unknown. No causality assessment was received for essure with regard to device dislocation, pelvic pain, multisystem inflammatory syndrome, genital haemorrhage, tinnitus, chronic sinusitis, arthralgia, fatigue, headache, visual impairment, amnesia, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, premenstrual pain, ovulation pain, asthenia, sinusitis or myalgia. The reporter commented: after thorough examinations, one of the devices is not placed correctly and probably has come out of the fallopian tube. The removal of the devices is planned for on (B)(6) 2023. Current state of the patient: several problems that group together into a global inflammatory syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kg. [Ultrasound scan] on (B)(6) 2023: assessment before essure withdrawal. Verification of the endometrium. Examination during menstruation on day 2 technique: examination carried out in two stages, suprapubically then endovaginally. Presence of an essure device visible at the interstitial portion of the fallopian tube on the left side. Migration of essure to the right in the distal portion of the tube. No endometrial abnormality. E25512- not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-apr-2024: quality safety evaluation of product technical complaint. We received a invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-oct-2023. The most recent information was received on 23-feb-2024. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of essure to the right in distal portion of the tube, probably has come out of the tube") and pelvic pain ("pelvic pain") in a 40 year-old female patient who had essure inserted (lot no. E25512-invalid). Additional non-serious events are detailed below. The patient had a medical history of drug intolerance, extrasystoles, insulin resistance, appendectomy and caesarean section. On (B)(6) 2016, the patient had essure inserted. In 2017 she experienced pelvic pain (seriousness criterion intervention required), multisystem inflammatory syndrome ("several problems that group together into a global inflammatory syndrome"), genital haemorrhage ("bleeding"), tinnitus ("permanent bilateral tinnitus"), chronic sinusitis ("chronic sinusitis"), arthralgia ("joint pain, right hip pain"), fatigue ("unexplained chronic fatigue"), headache ("headaches"), visual impairment ("occasional vision problems") and amnesia ("memory loss"). On (B)(6) 2023 she experienced device dislocation (seriousness criterion intervention required). Essure was removed on (B)(6) 2023. On unknown date she experienced heavy menstrual bleeding ("menorrhagia with changes every hour"), dysmenorrhoea ("intense dysmenorrhea categorised as vas (visual analogue scale) 7-8"), dyspareunia ("post-coital pain for about 4 years, ballistic dyspareunia of recent onset"), premenstrual pain ("pre-menstrual pain"), ovulation pain ("intense and prolonged ovulation pain"), asthenia ("major asthenia"), sinusitis ("sinusitis") and myalgia ("myalgias"). The patient was treated with surgery (essure removal with a cornuectomy by laparoscopy). At the time of the report, the device dislocation had resolved and the pelvic pain, multisystem inflammatory syndrome, genital haemorrhage, tinnitus, chronic sinusitis, arthralgia and fatigue had not resolved. The outcomes for heavy menstrual bleeding and dysmenorrhoea were unknown. No causality assessment was received for essure with regard to device dislocation, pelvic pain, multisystem inflammatory syndrome, genital haemorrhage, tinnitus, chronic sinusitis, arthralgia, fatigue, headache, visual impairment, amnesia, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, premenstrual pain, ovulation pain, asthenia, sinusitis or myalgia. The reporter commented: after thorough examinations, one of the devices is not placed correctly and probably has come out of the fallopian tube. The removal of the devices is planned for (B)(6) 2023. Current state of the patient: several problems that group together into a global inflammatory syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kg. [Ultrasound scan] on (B)(6) 2023: assessment before essure withdrawal. Verification of the endometrium. Examination during menstruation on day 2 technique: examination carried out in two stages, suprapubically then endovaginally. Presence of an essure device visible at the interstitial portion of the fallopian tube on the left side. Migration of essure to the right in the distal portion of the tube. No endometrial abnormality. E25512-invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-feb-2024: upon receiving a new follow-up information, it was confirmed that cases (B)(4) are duplicates of each other. All relevant information from deletion case (B)(4) including source document, events (menorrhagia with changes every hour, intense dysmenorrhea categorized as vas (visual analogue scale) 7-8, post-coital pain for about 4 years, ballistic dyspareunia of recent onset, pre-menstrual pain, intense and prolonged ovulation pain, bilateral tinnitus, major asthenia, arthralgias, sinusitis, myalgias), references, reporters, medical history & patient product details are transferred to this case. (Med watch 3500a MFR number 2951250-2024-00136). We received a invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.